Event description:
It was reported that high lead impedance was observed. The patient was scheduled for lead replacement.

Event description:
New information received notes the lead was capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 22.5cm was returned for analysis. External insulation abrasion was found at 15.5-15.7cm from the connector pin, consisent with lead friction to the ICD can. The etfe coating was intact at this location.